Event description:
It was reported that on (B)(6) 2009 the patient had a "pocket revision". The healthcare provider (hcp) told the patient "your insides are turning to liquid" and there is nothing to attach the pump device to". The pump was "floating" inside of her - on the left side of the abdomen. The hcp was ok with that as they were still able to fill the pump without issues. The pump was filled last week and the next refill was scheduled for (B)(6) 2013.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n077592, implanted: (B)(6) 2006, product type accessory; product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).